Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that, two days after the implant procedure, the device was partially exposed and came out of the patient. The icm is no longer in use. No patient complications have been reported as a result of this event.